Event description:
The following is based on medical records provided by the patient's attorney: (B)(6) 2001 - patient underwent repair of incarcerated incisional ventral hernia with implant of composix mesh e/x. Lysis of adhesions was performed. The edge of the mesh was trimmed with scissors. On (B)(6) 2006 - patient underwent repair of incarcerated incisional hernia with implant of composix kugel mesh. Composix mesh e/x pulled away from the right lower quadrant, where the hernia developed with incarcerated bowel. Lysis of adhesions was performed. Surgeon noted that due to her size, he became concerned of spillage of bile. The gallbladder appeared normal, and can be removed during gastric bypass in the future. On (B)(6) 2010 - patient underwent repair of recurrent ventral hernia with implant of non-bard mesh. The swiss cheese type defect, with two pieces of previously placed bard mesh implants, were densely adherent to the abdominal wall. Lysis of adhesions was performed. It appears that both pieces of previously placed mesh were explanted.

Manufacturer narrative:
Based on the information provided, no definitive conclusions can be made. The patient has multiple co-morbidities including morbid obesity, prior abdominal surgeries and hypertension. The (B)(6) 2010 notes state that the surgeon "attempted to removed the old composix e/x mesh as well as what appeared to be a piece of composix kugel mesh that was densely adherent." There are no further comments regarding the explant of the composix e/x and the composix kugel mesh; it is therefore assumed both meshes were fully explanted. The patient was also made aware that due to her obesity, she has a 20-30% chance of hernia recurrence. The information provided indicates that the patient developed and was treated for recurrence and adhesions, which are known adverse events listen in the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. There are no documented complications following either of the bard mesh implants. There is no indication of defective mesh, and no pathology to confirm explant. Additionally, no product has been returned. If any additional information is obtained, a follow-up MDR will be submitted. See MDR 1213643-2010-00256 for information related to the composix mesh e/x implanted on (B)(6) 2001.